Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke after being impacted during surgery. There was no patient harm. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. The outcome was not affected. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture found signs of repeated use and the impactor has fractured into 3 pieces. The device was not returned for further evaluation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the poly inserter had fractured and the physician used a secondary impactor to finish the surgery. Attempts have been made and no further information has been provided.